Event description:
Report received of a tubing separation. The nurse reportedly primed the blood tubing with normal saline, and an unspecified portion of the upper part of the tubing with blood for transfusion. When the nurse attempted to attach the tubing to the pt, it reportedly "separated", distal to the clave y-site. This allowed infusion, primed a new set, and the blood transfusion was re-initiated. There was no reported blood loss or delay in critical therapy. Although requested, no further info was available.